Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the patient's atrial fibrillation (af) with rapid ventricular response resolved spontaneously and no device re-programming was required.

Event description:
It was reported that the patient had atrial fibrillation (af) with rapid ventricular response and the device delivered two shocks. Parameters on the device were reprogrammed and it remains in use. It was noted that the patient is taking part in the (B)(4) study. No further patient complications have been reported as a result of this event.